Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the in office device interrogation, a message indicating battery depletion was noted. It was noted that the patient had previously had extensive neurosurgery. A review of the subcutaneous implantable cardioverter defibrillator (s-ICD) memory was performed and found that the battery depletion message was due to excessive magnet use from six months earlier. Engineering analysis found that since that time the battery has recovered and two normal capacitor charges have occurred. The s-ICD remains in service and no adverse patient effects were reported.